Manufacturer narrative:
The device has not been received for analysis. However, the reported allegation is confirmed based on the media provided. The information available is insufficient to determine the root cause with confidence, although it suggests the issue was related to the device. "Cause linked to device but unable to trace more specifically" was therefore selected.

Event description:
It was reported that versacross connect laac access solution was selected for watchman procedure. During preparation it was noted that the dilator tip was damaged. Thus, the device was replaced and the procedure was completed successfully. No patient complication was reported. The device is not expected to be return for analysis as disposed. It was further confirmed that no damage was noted on the package nor to the dilator during preparation. The damage occurred when the dilator was flushed. The dilator was not manually shaped.

Event description:
It was reported that versacross connect laac access solution was selected for watchman procedure. During preparation it was noted that the dilator tip was damaged. Thus the device was replaced and the procedure was completed successfully. No patient complication was reported. The device is not expected to be return for analysis as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Updated field b5 describe event or problem.

Event description:
It was reported that versacross connect laac access solution was selected for watchman procedure. During preparation it was noted that the dilator tip was damaged. Thus the device was replaced and the procedure was completed successfully. No patient complication was reported. The device is not expected to be return for analysis as disposed. Media provided. It was further confirmed that no damage was noted on the package nor to the dilator during preparation. The damage occurred when the dilator was flushed. The dilator was not manually shaped.